Event description:
Dealer advised low o2 with the yellow light an no alarm out of box. The product was returned and evaluated (B)(4). The results of the return evaluation are: 4-way valve/stuck.

Manufacturer narrative:
The product was returned and evaluated (B)(4). The results of the return evaluation are: 4-way valve/stuck.